Event description:
Procedure type: hernia. According to the reporter: the balloon failed. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. The seal on the trocar seemed to not hold air and was escaping during dissection balloon inflation and balloon was not inflating correctly. The dissection balloon popped and it had been inflated with less than 20 pumps.

Manufacturer narrative:
(B)(4).